Event description:
It was reported that the patient received 11 shocks due to t-wave oversensing (twos) following two appropriate therapies due to a fast 1:1 sinus tachycardia. The right ventricular (rv) lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.